Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed unexpectedly upon opening. The technical support specialist assisted the customer on recovering the door and resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager door failed to open, prevented the users from removing medications while a patient was on the operating room table. The customer stated that they had the medication that they were going to return so they were able to give that medication to the patient and there was a delay of about 20 minutes. The customer confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed unexpectedly upon opening. A technical support specialist assisted customer on recovering the door and resolved the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager door failed to open, prevented the users from removing medications while a patient was on the operating room table. The customer stated that they had the medication that they were going to return so they were able to give that medication to the patient and there was a delay of about 20 minutes. The customer confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.